Event description:
When taking a glove from the box on the wall, this recorder noted a red stain on the index finger and edges of the glove box and soiled glove removed from the room. Manufacturer response for glove, medline mediguardplus medium (per site reporter). Medline's glove division identified that there were no changes to the material or formula in production after their investigation.